Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the surgery via tka for right side. In the surgery, the attune femoral component (3std) in question was inserted undesirably in a flexed position and fixed with cement. Therefore, the femoral component (3std) was removed once, the cement adhered and was unusable, so another type femoral component (3 narrow) was used. The rotation of the new femoral component (3 narrow) was out of order because a notch was created due to a flexed position of the first action. In addition, since the narrow femoral component was used, the insert became loose, so the insert had to replace with a thick one (replaced from 5mm insert to 8mm insert). The surgery was completed successfully within 30 minutes delay. The patient is obese with a height of 150 cm and a weight of 90 kg. It was a case in which the adipose tissue was thick, and the surgical procedure was very difficult. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.